Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented for a firmware upgrade. During the upgrade the pacemaker went into backup mode vvi. A firmware download was successfully performed, but it is unknown if the upgrade was attempted again.